Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient has a left metal on metal hip since in 2008, the hip has been making grinding noises and has been leaking metals (ions) into my blood for over 12 years, these metals are called cobalt and chromium, these metals are in my blood system. This is called metal poisoning. (Metallosis), in the last 2 years, the pain in my left hip and leg has gotten worse to the point that I have had to stop walking because of excruciating pain to my hip on many occasions, I also started to experience fatigue depression, anxiety attacks, pain in left leg, mobility issues, breathing difficulties when walking, kidney damage, liver damage, thyroid problems and metal poisoning to blood and endocrine system, vision worse. My ion levels are very high, cobalt is 574 nmol/l and chromium is 650 nmol/l,within the past four months my eyesight has gotten worse, my anxiety levels and breathlessness have increased and so has my mobility has lessened and is deteriorating.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : the alleged adverse symptoms, and the product code reported, are associated with the articulation between depuy metal-on-metal products. Per wi-3430, it has been determined that should additional reports be identified for related metal-on-metal complications, a device history record (DHR) review is not required. Therefore, a complaint database search and/or device manufacturing review will not be performed for the reported product associated with this investigation.